Event description:
3/31 laparoscopic cholecystectomy was performed. There was a thickening/inflammation around the cystic artery. Three clips were applied. Two were determined to be in excellent position. During the immediate postoperative course, signs and symptoms of hemmorrhage were noted. Patient was returned to the or. All three clips were absent. One was laying loose in the abdomen.